Manufacturer narrative:
(B)(4). Device has not been received. A supplemental report will be sent if device is received. (B)(6).

Event description:
According to the reporter, during a nephrectomy, when applying the instrument on the renal artery, there was only a quarter of the vessel that was stapled instead of the complete vessel. The kidney was bleeding and the surgeon realized that the artery was not well clamped. Another device was used without further consequences. No reinforcement material was used with the stapling device. The staple line was not oversewn or tissue was resected, was this done to preclude permanent impairment to a body function or permanent damage to a body structure. There was about 100ml of blood loss. Surgical time was not delayed more than 30 minutes. It is not known if the device fired the full linear range of the reload. The staple line was completed with the use of another stapler and clip.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Ftr#(B)(4). Post market vigilance (pmv) led an evaluation of one device. Visual and functional testing of the returned product confirmed the product, as received, met specifications. The reported condition was not confirmed. Product analysis suggests the product was used in a surgical procedure. A review of the device history record indicates this device lot number was released meeting all quality release specifications at the time of manufacture. Should new information become available, the file will be re-opened and the investigation summary amended as appropriate.